Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement. Antibiotics were given to the patient after the rv lead reposition. No additional adverse patient effects were reported.